Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this device and right ventricular (rv) lead exhibited a low out of range shock impedance measurement in which the rate response trend feature was disabled. Technical services (ts) discussed programming options. This lead remains in service. No adverse patient effects were reported.